Manufacturer narrative:
H6: investigation summary a complaint of cracked trifuses was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9266 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that an unspecified amount of bd maxzero¿ multi-fuse extension set with needleless connectors were cracked. The following information was provided by the initial reporter: "...needs assistance with the trifuses mz9266... Apparently, they are finding them cracked".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that an unspecified amount of bd maxzero¿ multi-fuse extension set with needleless connectors were cracked. The following information was provided by the initial reporter: "...needs assistance with the trifuses mz9266... Apparently, they are finding them cracked".